Event description:
The customer reportedly received the following results on the accu-chek compact system within 10 minutes: 411mg/dl, 131mg/dl, 211mg/dl and 217mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.